Manufacturer narrative:
The average age was 70.4 ± 8.4 years. Implant dates range february 2018 to december 2019. Article citation: wanichwecharungruang, boonsong, and nitee ratprasatporn. ¿24-month outcomes of xen45 gel implant versus trabeculectomy in primary glaucoma.¿ plos one, edited by rajiv r. Mohan, vol. 16, no. 8, 2021, p. E0256362. Crossref, doi:10.1371/journal.pone.0256362. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
Reported events of "1 eye with device fracture occurring in the late post-operative period (after 1 month)" were noted in the article "24-month outcomes of xen45 gel implant versus trabeculectomy in primary glaucoma" plos one 16(8). This is the same article reported under MDR ID# 3011299751-2021-03096 (allergan complaint #(B)(4).